Event description:
Narrative from staff: sureform da vinci stapler failed during a lobectomy. The stapler stapled across the tissue and partially cut it. The blade remained out when stapler was removed, and we got a new one to finish the case.